Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited loss of capture and oversensing of the p wave. Dislodgement was suspected. During the lead revision procedure, the helix would not extend or retract. The lead was explanted and replaced on (B)(6) 2015. There were no adverse consequences to the patient.